Event description:
It was reported that during a lavh, the tissue (adipo or scar tissue) was caught in the distal end of the jaws while the device was being used for the vaginal wall. When the doctor removed the device from the stuck tissue, the electrode peeled away. Besides, when the device was removed via a trocar, the electrode got lodged in the edge of the distal end of the trocar. The electrode and the active rod came off and were left inside the trocar. Then, the trocar was removed from the patient to avoid falling the detached parts into the patient. No pieces fell into the patient. The generator was unknown. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the entire electrode, ceramic and active rod disengaged from the device. The electrode, ceramic and active rod were returned as one piece with the device. Upon visual inspection to the device, no anomalies were found with the I-blade and the jaws as reported. Due to the returned condition, complete functional testing could not occur. No conclusion could be reached as to the electrode and ceramic separating from the lower jaw.